Event description:
During a laparoscopically assisted vaginal hysterectomy (lavh) bilateral salpingectomy and right ovarian cystectomy procedure, the tissue management handpiece failed to seal the vessel. Surgeon could not reactivate surgical rf/ultrasonic hand piece. Surgeon noted small plastic piece that broke away from the hand piece. Both hand piece and detached broken piece removed and alternate hand piece acquired to complete case with no harm to patient. Device sequestered and sent to biomedical for reporting and evaluation. Manufacturer response for vessel sealing handpiece, thunderbeat (per site reporter) manufacturer provided RMA instructions for shipping unit back for evaluation.